Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the alumina head exploded; therefore, a new reflection liner was implanted with a ¿competitor ceramic head ¿on the taper of the synergy stem because it had a titanium sleeve to go on to the damaged taper¿. It was communicated that no further information was available. Without the requested clinical documentation and product information the reported event and root cause could not be fully assessed. The patient impact beyond the reported revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, abnormal loading of limb or excessive forces applied to implant. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that, after a tka surgery had been performed, a 28 or 32mm alumina head exploded. A revision surgery was performed in which a new 62-64 reflection 20° xlpe liner was put into the reflection cup. The current status of patient is unknown.